Event description:
The customer reported having unexplained high blood glucose, and she was treated with manual daily injections. Troubleshooting was performed. The programming, time, and date, were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. A day after, the customer called back again and stated that the paramedics were called and they were taking her to the hospital due to high glucose of 581 mg/dl. The last glucose reading was 431 mg/dl. The events leading to her admission was excessive thirst and urination. Then the customer called back again and stated that the auto off alarm is the problem. Reviewed the alarm history and the alarm was confirmed. The customer mentioned being in the hospital three times over the last three days as a result of her high glucose level, and the insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.